Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported by the clinician that there was atrial noise resulting in inappropriate mode switch and the noise was reproducible. Technical service confirmed the noise and stated informed the clinician that reprogramming can not be reprogrammed around. The physician decided to monitor the patient for now. The patient was asymptomatic.